Event description:
The pt came into the ed via ems in ventricular fibrillation, not pulse attainable. They had been intubated and IV started in the field and the code status was unk so a code was called. The staff attempted to use the defibrillator and it did not fire, they tried the second defibrillator and it fired, but the pt did not convert. A family member arrived and told the physician the pt's wish was not to be resuscitated and the code was called.